Event description:
Customer called stating her insulin pump alarmed motor error last night. Customer's blood glucose level is 137 mg/dl. The alarm occurred while she was sleeping. She is able to rewind the device, but it rewinds very slowly. It sounds as if it is struggling to rewind. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir window, cracked reservoir tube and cracked case near the display window corners. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The motor tested ok, and no motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.